Event description:
It was reported that there is damage to the motor drive unit cpc connector/ coupler, therefore, the hand piece could not be connected. This event occurred before use on a patient.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.